Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("could not find either of her coils") and post procedural haemorrhage ("woke up with blood") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I never went back for my dye test". The patient's past medical history included sedation during medical procedure in 2010. In 2010, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), fear of pregnancy ("fear of getting pregnant"), libido decreased ("I have not really had a lot of sex since having them place"), fear of death ("scare to death"), procedural pain ("in a lot of pain") and somnolence ("groggy"). At the time of the report, the device dislocation, post procedural haemorrhage, pelvic pain, fear of pregnancy, libido decreased, fear of death, procedural pain and somnolence outcome was unknown. The reporter considered device dislocation, fear of death, fear of pregnancy, libido decreased, pelvic pain, post procedural haemorrhage, procedural pain and somnolence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2014: could not find either of her coils then could not find either of her coils. Concerning the injuries reported in this case, the following ones were reported via social media: woke up with blood, in a lot of pain and groggy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.